Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two (2) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer has a lab procedure in place to reflex repeat the samples that generated results above the critical value of 0.15ng/ml. The initial samples for both patients were reanalyzed twice on the same instrument and generated lower but elevated results. The first's patient sample was reanalyzed two additional times, and lower within reference range were generated. Different plasma samples from both patients were analyzed on another methodology (alere triage meter) and results within the normal reference range were obtained. The customer did not report the elevated results out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System parameters such as qc, calibration and system check were recovering within expected ranges; however a precision run using low level qc failed to recover within expected ranges. The samples were collected in lithium heparin plasma gel separator tubes and were centrifuged for five (5) minutes. The customer was unable to provide the exact speed of centrifugation. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Patient 2 is a (B)(6) female born (B)(6). The customer did not supply either patients' weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument. The fse performed a precision run which failed to meet specifications. The fse then analyzed additional patient samples but received quantity not sufficient (qns) errors and a wash pump/valve motion error. The fse disassembled the wash valve and discovered that the rotor was loose. The rotor was replaced and all verification testing passed within published performance specifications. In conclusion, the loose rotor was leading to inefficient washing of the patients' samples which is the cause of this event.